Manufacturer narrative:
An event regarding alleged loosening involving an unknown implant omnifit stem was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection, dimensional, functional and material analysis cannot be performed as no items were returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant rejected and stated that : cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: not performed as no items were returned. Complaint history review: not performed as no items were returned. Conclusions: the exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
Stem loose over time due to bone loss. Pt experienced hip pain from loose stem.